Event description:
A malfunction alarm with code malf 12 was reported, but there were no notable events preceding it. There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which was acknowledged and understood by the caller.